Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, both medication stations were intermittently disconnecting for periods of time, which affected the transmission of new orders to the pyxis stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.